Event description:
Information was received from multiple sources (health care provider, manufacturer representative "[rep]", and clinical study) regarding a patient (pt) with an implantable neurostimulator (ins). On (B)(6) 2026 uncomfortable stimulation in lower extremities was reported to the rep and communicated to clinic on (B)(6) 2026. Most recent interrogation prior to the event was (B)(6) 2026. On (B)(6) 2026, patient presented for unscheduled persist visit secondary to uncomfortable stimulation in the lower extremities (along with insufficient pain relief in lower back which is not expected one week following therapy initiation) device was reprogrammed on this date. Also on (B)(6) 2026 leads were viewed under fluoroscopy revealing the tips had slightly migrated to bottom of t8 and top of t9, both were implanted at mid t-8. The uncomfortable stimulation was ongoing. The lead migration was considered unresolved with no further action planned. No interventions were taken for lead migration. It was reported there was no concern this would contribute to insufficient pain relief or uncomfortable stimulation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; I medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.